Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 420 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer treated with bolus. They also reported that the infusion set had air bubbles. The customer did not allege the insulin pump for under delivery. The drive support cap appeared normal. The customer also reported that the reservoir volume versus what he bolused did not reflect enough of a change. The insulin pump will not be returned for analysis.